Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A complaint was received from a hospital regarding inaccurate readings on an adc blood glucose meter in comparison to the lab readings. It was reported that a meter reading of hi (greater than 27.7 mmol/l) was received within 10 minutes of a lab reading of 3.2 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The user stated she failed proficiency testing for ph, pco2 and po2 with the blood gas analyzer. Of the data provided, the following results were discrepant. Ph: sample 1 result was 7.323, acceptable range was 7.497-7.577. Sample 2 result was 7.291, acceptable range was 7.532-7.612. Sample 3: result was 7.300, acceptable range was 7.444-7.524. Pco2 (mmhg): sample 1 result was 47.5, acceptable range was 21.4-31.4. Sample 2 result was 53.0, acceptable range was 35.0-45.0. Sample 3 result was 51.4, acceptable range was 18.9-28.9. Sample 4 result was 46.2, acceptable range was 26.9-36.9. Po2 (mmhg): sample 1 result was 118.2, acceptable range was 146.0-158.4. Sample 2 result was 117.5, acceptable range was 206.8-226.6. No patient samples were affected. The user declined a service visit.

Manufacturer narrative:
Investigation of the event determined the analyzer performed within specifications. No malfunction was observed as the database of quality control showed all measurements performed were within the acceptable ranges. As the survey samples were not available, further investigation was not possible.